Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a reunion ha fracture stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: insufficient information was provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient's implant began to loosen. The rep confirmed that it was the humerus that loosened.

Event description:
It was reported that patient's implant began to loosen. The rep confirmed that it was the humerus that loosened.